Manufacturer narrative:
The customer advised physio-control that they have decided to return the device to service following a successful routine preventative maintenance being performed. The customer advised that the defibrillation electrodes used during the event were not kept and would not be available for evaluation. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not recognize the connection of the patient through the defibrillation therapy electrodes. The customer indicated that upon the connection of the electrodes, the device continued to display "connect electrodes." When this message occurred, the customer double checked the connection of the electrodes on the patient and confirmed a firm connection. A backup device arrived on scene within a couple of minutes and using the same defibrillation electrodes which were already connected to the patient, was able to recognize the patient and deliver a defibrillation shock. The customer was unable to confirm how many defibrillation shocks were delivered to the patient throughout the entirety of the event. The patient did survive the reported event.